Manufacturer narrative:
D10 concomitant product: gia8038sbr, grampeador gia dst 8038s (lot#2410086g) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the single use reloadable stapler and the single use loading unit, the staple line did not hold or opened up. This necessitated resection and re-stapling twice. The patient required extended hospitalization of an unspecified duration and was admitted to the intensive care unit.

Event description:
It was reported that during a right hemicolectomy surgical procedure involving the single use reloadable stapler and the single use loading unit, the staple line did not hold or opened up. This necessitated resection and re-stapling twice. The patient required extended hospitalization of an unspecified duration and was admitted to the intensive care unit. It was also noted that the dehiscence observed after 8 days.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.